Manufacturer narrative:
Manufacturer's evaluation: the returned product was not analyzed as the complaint of lead migration could not be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device report 2 of 2: reference MFR report: 1627487-2012-09805. The patient was implanted with two surgical leads. The patient was unable to feel stimulation during post-operative programming. A CT myelogram indicated the leads had migrated. The patient underwent surgical intervention. During the procedure, the physician explanted the leads and replaced it with two different configuration leads. Effective stimulation was captured post-operative. No further patient complications were reported.